Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right atrial (ra) lead. The most recent right atrial automatic threshold (raat) test showed undersensing and loss of capture (loc) observed on the electrogram (egm). The atrial pacing impedance has increased greater than 30 percent from implant ranging minimum 515 ohms to maximum 779 ohms, still within range. Further review is recommended. At this time, the device and the lead remain in service. No adverse patient effects were reported.